Event description:
It was reported to boston scientific corporation that a captivator? Cold snare was to be used during cold polypectomy procedure performed on an unknown date. During procedure, they were not able to do a cold cut properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.